Manufacturer narrative:
Concomitant products: addr01 ipg, implanted: (B)(6) 2011.

Event description:
It was reported that the patient's device exhibited premature battery depletion due to high right atrial (ra) lead outputs. The ra lead exhibited high thresholds and fluoroscopy revealed the lead had pulled back with no slack, but was still attached to the atrium. The ra lead could not be extracted, so it was cut, capped and replaced. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.